Event description:
It was reported that prior to start, pre anesthesia, no port placed, Vision Side Cart (VSC) Touchscreen image was intermittent. The customer has moved VSC touchscreen to different positions with no change. The customer contacted Technical Support Engineer (TSE), TSE advised customer to hard power cycle the VSC, issue persisted. TSE asked customer to reseat the Blur Fiber Cables (BFC) at Personality Module Audio / Video (PMVA). The customer decided to swap the VSC to perform the surgical procedure.

Manufacturer narrative:
An Intuitive Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the FSE replaced Vision Side Cart (VSC) Touchscreen and the Core. The system was tested and verified as ready for use.Intuitive has received the da Vinci product to perform failure analysis. However, as of the date of this report, the evaluation of the da Vinci product has not been completed.